Manufacturer narrative:
H.6. Results code 1: 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications. Correction: previous medwatch should have stated the following: h.6. Results code 1: 3233: a review of the manufacturing records for the device is currently in progress.

Manufacturer narrative:
A review of the manufacturing records for the device is currently in progress. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
The following information was reported to gore: on (B)(6) 2016, a patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. Postoperatively, a type ii endoleak from lumber artery was observed. Because the patient had deterioration of renal function, angiography was not utilized in follow-up visits. On an unknown date, follow up CT imaging revealed aneurysm enlargement, and a distal type I endoleak on the right side was suspected. On (B)(6) 2020, proximal migration and a distal type I endoleak on the right side was revealed on the intraoperative angiography image. An additional contralateral leg component was deployed on the right above the right internal iliac artery but it migrated proximally during ballooning, therefore another contralateral leg component was deployed. The endoleak was resolved. The patient tolerated the procedure. No additional treatment was performed for the type ii endoleak. It was reported the device migration might have been caused by aneurysm enlargement due to type ii endoleak. Regarding the deterioration of renal function, no information was provided that it was identified within 2 days of placement or not, and whether renal artery embolization occurring during the initial procedure or not, and whether it was a pre-existing or not.